Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fallen fragments, and the procedure was completed with a backup instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The product was returned with a reported complaint that does not affect functionality. Also, failure analysis found that the instrument had a broken grip cable. No product issue was identified, and the product is considered conforming in its current state. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted gastrectomy proximal surgical procedure, the maryland bipolar forceps instrument was observed to have a broken conductor wire. The procedure was completed as planned with no reported injury.